Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used during an endoscopic retrograde biliary drainage (erbd) performed on (B)(6) 2024. During preparation, the inner guide catheter was noted to be broken outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.